Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the distal esophagus during an (esophagogastroduodenoscopy) egd procedure to treat stricture performed on (B)(6) 2025. During the procedure, the balloon was inserted and inflated. A pressure drop was noticed, and the balloon was pulled out and inflated outside the patient. It was observed that there was a small leak coming out from a pinhole on the balloon. The procedure was completed with a second cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus.